Event description:
This is a spontaneous report by a nurse in the USA of rash on abdomen with positive fungus, oozing of blood, milky fluid, peritonitis, surgical sore and internal surgical scar in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer services, the following was reported. On an unreported date in (B)(6) 2011, the patient experienced a rash on the abdomen. The rash was 7-8inches to the right of the pd catheter exit site that resembled tape irritation. On (B)(6) 2011, the patient was hospitalized for oozing of blood and milky fluid from rash on the abdomen. On an unreported date the patient experienced peritonitis, surgical sore and an internal surgical scar. The cause of the rash on the abdomen was an internal surgical scar from the original pd catheter placement surgery approximately one year ago. The surgical scar may have developed a pustule that tunneled down. On (B)(6) 2011, the patient experienced surgery to evaluate the rash on the abdomen and remove the pd catheter. On an unreported date, pd therapy was withdrawn. On (B)(6) 2011, the patient was switched to hemodialysis. On (B)(6) 2011, the patient was discharged. The outcome was unknown for rash on abdomen with positive fungus, internal surgical scar, oozing of blood and milky fluid. The patient was recovering from peritonitis and surgical sore. The nurse reported the event of rash on the abdomen with positive fungus, peritonitis and surgical sore was unrelated to dianeal therapies and did not comment on the events of internal surgical scar, oozing of blood and milky fluid.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11c31030 with an exception noted. There is no evidence to support association to the reported problem. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted.